Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, but it was not possible to identify the foreign matter. -it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had image loss during use. The issue was observed during preparation for use and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the jet tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the suction cylinder had no color, switch 1 had a pinhole, the plug unit had a scratch, due to shortcut of the charged coupled device cable the endoscope connector got warm, the scope connector cover unit was dirty due to water leakage, the scope connector had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the label on the scope connector was damaged, due to corrosion on the plug unit a e216 (scope communication error) occurred, due to a burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the image guide protector had a cut, the plastic distal end cover had a dent, the adhesive around the objective lens had corrosion, the adhesive around the light guide lens had a chip, the adhesive on the bending section cover rubber had a crack, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The customer cleaned and disinfected the device before sending it to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.